Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to contact customer to finish troubleshooting, but attempts were unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.